Event description:
It was reported that the device heated up during routine maintenance. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was received by the MFR and a quality investigation is anticipated. A f/u report will be filed when the investigation is complete.